Manufacturer narrative:
Concomitant products: product ID 3889, serial # unknown, explanted: (B)(6) 2014, product type lead; product ID neu_ptm_prog, serial # unknown, product type programmer, patient. (B)(4).

Event description:
It was later reported that the complete lead was able to be removed with no further issues. It was fractured upon trying to remove it but there was enough left to grasp and remove it from the reporter's understanding. The lead was damaged during removal so an impedance test was not taken. According to the reporter's knowledge the patient was fine because there was no abnormal event.

Event description:
It was reported the patient¿s leads were damaged during the explant procedure. The stimulator had depleted normally. The leads had some open circuits. The whole lead was retrieved. The entire system was being explanted so an MRI could be performed. Re-implant would be performed after the MRI. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
.